Event description:
A malfunction was reported with a pump indicated by malfunction code malf 24. There was no adverse impact to the customer's blood glucose level. The customer was advised to use mdi as a backup therapy for insulin delivery. Technical support arranged for a replacement pump with updated software to be sent and instructed the customer on how to return the existing pump in a return box with a pre-paid label via ups. The customer was also instructed to put the current pump into storage mode and to transfer settings and connect their cgm to the new pump.